Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No drive support cap anomaly noted.

Event description:
The customer reported that she was treated by the paramedics on (B)(6) 2013 due to blood glucose levels just over 27 mg/dl. The customer stated that she was asleep and her husband woke up while she was having convulsions, and was completely out of it. The customer stated she was on kidney dialysis and the electricity went out, causing her not to get her medication. The customer also reported a hospitalization on 1/11/13 for diabetic ketoacidosis, with a blood glucose of 780 mg/dl. The customer stated that she changed the infusion set at night, and by morning she was experiencing blood glucose greater than 600 mg/dl and vomiting. In addition, the customer reported a protruded drive support cap. Troubleshooting was performed, and the insulin pump was programmed correctly. Advised that the insulin pump would be replaced due to the drive support cap anomaly.